Event description:
The catheter cracked along the hard connection piece.

Manufacturer narrative:
MFR's investigation revealed no changes in the manufacturing process or material formulation for the silicone catheter. The placement of the break occurred where the canaud adaptor is inserted. Through co's investigation under a 20x scope there is a small nick that in the co's opinion could have occurred when the adaptor was inserted. Further investigation on the lot file retain reveals no nick or cut in the place in which the adaptor is inserted. Point medical corpopration is not responsible for inserting the adaptor in this product.